Manufacturer narrative:
On (B)(6) 2016, it was reported to abbott that the surgeon's name is dr. (B)(6). Concomitant medical product - patient interface lot ca14718.

Manufacturer narrative:
(B)(4). Abbott technical support verified beam centration procedure over the phone and yellow overlay by cutting 2 mm circle in z calibration mode with vendor engineer and they looked normal. Vendor engineer de-installed the laser and drove it to another site. After installing the laser he cut flap in gel and it was perfectly normal. Field service specialist checked the laser and couldn't reproduce the issue. He checked delivery system alignment, z-scale calibration and cut several flaps before performing any service and no issues were found. While on site performed preventive maintenance checklist and calibrations and spot size calibration. System meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Vendor engineer mentioned that the flap started at a position above than normal during an intralase procedure. Doctor tried to lift the flap but was not able to and eventually aborted the treatment. No patient injury was reported. Patient was rescheduled for later date. The rest of the scheduled procedures were cancelled for the day. Vendor engineer mentioned he cut the flap in gel immediately after the incident and it was oval (shaped).